Event description:
The patient consented for a hysteroscopy, ablation, and bilateral laparoscopic tubal ligation. A left fallopian tubal ligation, hysteroscopy, and myosure ablation performed. During the ablation the novasure device failed to activate while in the uterus. The device was removed, inspected and cleaned by the surgeon. It was removed from the generator by the nurse as well as disconnecting the power source. No troubleshooting attempts were effective. A new generator was obtained, and the case was completed without further incident. The patient remained stable throughout the procedure and remained so upon pacu admission. The device was removed from circulation and tagged. The myosure unit was tested by biomedical engineering in mid-december and found not to be malfunctioning.